Event description:
Related manufacturer reference numbers: 3006705815-2022-00020, 3006705815-2022-00021. It was reported that the patient's leads migrated and experienced discomfort at the ipg site after patient had a fall. Lead diagnostics indicated high impedances on the leads. Lead migration was confirmed via x-rays. The patient's ipg shifted out of the ipg pocket's original position. The patient's ipg also became inoperable after patient had a non-related surgical procedure on an unknown date and did not set their ipg to MRI mode prior. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced and the ipg pocket was repositioned to address the issue. Manufacturer reference number for inoperable ipg: 3006705815-2022-00022.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.